Event description:
It was reported that on an unknown day in 2018, a 19mm trifecta gt valve was successfully implanted in a patient after having been sized using an abbott sizer set. On (B)(6) 2022, the patient returned due to an unknown reason. The patient underwent a valve-in-valve procedure with a non-abbott device being placed inside the 19mm trifecta gt valve. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown day in 2018, a 19mm trifecta gt valve was successfully implanted in a patient after having been sized using an abbott sizer set. On (B)(6) 2022, the patient returned due to an unknown reason. The patient underwent a valve-in-valve procedure with a non-abbott device being placed inside the 19mm trifecta gt valve. The patient was stable at the time of report. Subsequent to the previously filed report, additional information was received that the 19mm trifecta gt valve had been implanted on (B)(6) 2018 in a patient with a two-cusped aortic valve. It was noted that the stent of the trifecta gt valve became deformed after being implanted in the patients two-cusped annulus. The patient also had a balloon aortic valvuloplasty performed and an ascending aortic replacement conducted that same day. On 05 july 2022, it was noted that there was incomplete coaptation of trifecta gt valve. It was noted during the valve-in-valve procedure that there was a tear on a leaflet of the 19mm trifecta gt valve.

Manufacturer narrative:
An event of a leaflet tear and valve-in-valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the issue thought to be caused by valve stent deformation during implant as the patient had a bicuspid valve, which then increased stress during leaflet coaptation, causing the leaflet tear. There is no indication of a product quality issue with regards to manufacture, design, or labeling.